Event description:
It was reported via social media page that these "issues" are also being reported in north america. Approx 6 people reporting issues with lymph leakage vs hole in the line. It was stated that 6 people reported to have experienced this issue. This report addresses the first person.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported via social media page that these "issues" are also being reported in north america. Approx 6 people reporting issues with lymph leakage vs hole in the line. It was stated that 6 people reported to have experienced this issue. This report addresses the first person.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the returned image showed what appears to be a photograph of a monitor displaying a text-based message and a video attachment. No details of the alleged catheter sample such as evidence of a leak or damage to the device could be seen in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.